Manufacturer narrative:
H.6. Investigation summary: one (1) sample was provided by the customer for investigation. The sample was visually examined using unaided vision. It was observed that there is brown foreign matter (fm) embedded in the in the body of the barrel and in the flange. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Embedded foreign matter can occur at the startup of the injection molding process. Solidified resin within the mold and molding press may become discolored or degraded when reheated. Bd acknowledges that the returned sample had brown embedded foreign matter (fm). When starting the molding process, the press is put into ¿startup¿ where the press runs until any potential foreign matter is flushed through the system. The press remains in startup until no foreign matter is detected in inspections. As this occurrence would not exceed the acceptable quality level (aql) for the batch no corrective or preventative action will be taken in the scope of this complaint.

Event description:
It was reported that foreign matter was found before use with a 830 slip tip syringe bulk non-sterile (225/ca). The following information was provided by the initial reporter, "contamination was found on a syringe. 3rd shift found 1 syringe with a brown substance on the outside and down in the syringe. 100% inspected all products and components on the line for contamination. No more contaminated syringes were found."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with a 830 slip tip syringe bulk non-sterile (225/ca). The following information was provided by the initial reporter, "contamination was found on a syringe. 3rd shift found 1 syringe with a brown substance on the outside and down in the syringe. 100% inspected all products and components on the line for contamination. No more contaminated syringes were found."